Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the display screen was broken. The customer¿s blood glucose was unknown at the time of incident. The insulin pump will not be return for analysis.

Manufacturer narrative:
Device was received with a solid white blank display with vertical black lines across the display due to cracked lcd glass. Unable to perform the displacement test due to blank display.